Event description:
Placement of transobturator sling by obtryx has eroded into the urethra and will be surgically removed per dr scheduling. It is still questionable as to whether there are one or two slings as a previous sling was placed in 2001 with no operative reports to suggest that the first sling had been removed prior to the second sling placement. Dates of use: (B) (6) 2007 - (B) (6) 2010. Diagnosis or reason for use: incontinence.